Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted the helix was extended and dried blood/tissue was present in the terminal pin, lumen, and helix housing. The lead body was noted to be twisted, the polytetrafluoroethylene (ptfe) insulation was bunched, and the rate/sense negative (rs-) conductor coils were deformed/out of alignment due to the bunched ptfe; this damage is indicative of over-torque having been applied during attempts to extend/retract the helix. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Testing of the helix found it was functional from the tip (i.e., could be turned when grasped at the tip), but could no longer be actuated from the terminal pin. The bunched ptfe was pushing against the rs- conductor coils which was inhibiting the coils from rotating freely, therefore, the torque could not reach the helix in order for it to be retracted. The identified lead body damage is consistent with the lead having been placed through a constricted/tortuous area, as was reported from the field. This lead body damage resulted in the observed helix extension/retraction difficulty. Analysis did not identify any lead issues that would have made dislodgement more likely.

Event description:
It was reported during a routine implant, the right ventricular (rv) lead dislodged after several helix extractions/retractions were attempted. The physician advised that it may be due to the patients tortuous access, in the subclavian vein. A new lead was implanted, and no adverse patient effects were reported.